Event description:
It was reported that the pump had a check syringe plunger sensor error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The top case was in excellent condition. The check syringe plunger sensor was found during syringe test. Error history log review found a check syringe plunger sensor error . The root cause of the reported issue was found to be results of the left plunger case flippers were stuck. Left flipper wasn't coming all the way down due to incorrect timing plate assembly. Actions were taken to mitigate the reported issue: reset and re-assembly timing plate assembly. Power up device and recalibrated . Device passed all the functional test.